Event description:
The initial reporter questioned high ise results for 2 patient samples tested on a cobas pro ise analytical unit. Discrepant na electrode (na) results were identified for 1 patient sample. The initial na result was 147.4 mmol/l. The repeat result from a different ise analyzer was 139.4 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The na electrode lot number was n30. The expiration date was not provided. The field service engineer (fse) visited the customer site and noted the customer found gel on the sample probe. The customer cleaned the probe and the ise unit. The customer performed ise checks, calibration, and qc. No qc data was provided. The customer stated qc was acceptable prior to the event and after cleaning the probe and the ise unit. The alarm trace was not provided. The customer stated they had been receiving "abnormal aspiration" alarms daily. This is an indicator of possible poor sample quality. The investigation determined the event was due to a maintenance issue.